Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. Irrigation defect of the catheter during the first shot attempt. The irrigation tubing was without defect. The irrigation pump was without defect. The first flush of the catheter occurred without any issue, but when starting the first shot, the catheter was not irrigated. No patient consequence. The device evaluation was completed on 15-dec-2023. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and cool flow pump and pressure gage test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed and the device was partially irrigating. Further investigation revealed that dried reddish material was occluding inside the irrigation dome. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The bwi product analysis lab received the device for evaluation on 28-nov-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and an irrigation issue occurred. Irrigation defect of the catheter during the first shot attempt. The irrigation tubing was without defect. The irrigation pump was without defect. The first flush of the catheter occurred without any issue, but when starting the first shot, the catheter was not irrigated. No patient consequence. The problem was discovered when the temperature of the catheter rose at the time of the first shot. The catheter was taken out of the patient to check the issue. Attempted to purge by removing the catheter from the patient but impossible as the irrigation was not coming out. The catheter parameters were adjusted by the application engineer present. No problem with the pump. Error discovered during the first ablation shot. Rapid increase in temperature, generator safety. Correct catheter settings selected on the generator. High flow rate, with a switch to high flow rate typically before firing. Steps to resolve the issue was the catheter was taken out of the patient, purging of the catheter to check irrigation. Micro-pores were blocked. Therefore, changed the catheter.